Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/30/2021 h.6. Investigation: bd received 400 samples for investigation. 10 of the 400 customer samples were evaluated by visual examination and the indicated failure mode for additive quantity (missing additive) with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive quantity (missing additive) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive quantity (missing additive). Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube pms plh 13x100 4.5 slbl lim ce, the device experienced insufficient additive quantity and clotting. The following information was provided by the initial reporter. The customer stated: the tubes do not contain enough lithium and the clotting fluid is still in the tube after analysis. The tubes were used and the user noticed that the clotting factor was still present after utilizing the tube. The user then tested the amount of lithium in the tube and claims that not enough lithium is in the tubes from this lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube pms plh 13x100 4.5 slbl lim ce, the device experienced insufficient additive quantity and clotting. The following information was provided by the initial reporter. The customer stated: the tubes do not contain enough lithium and the clotting fluid is still in the tube after analysis. The tubes were used and the user noticed that the clotting factor was still present after utilizing the tube. The user then tested the amount of lithium in the tube and claims that not enough lithium is in the tubes from this lot.